Event description:
Following events occurred during a heart surgery: during an open thorax operation, when preparing to remove the pt from the heart lung machine, it was recognized that no air was delivered to the pt by the kion system. The unit was disconnected and the pt was manually ventilated, placed back on the kion system and the situation continued. No pt injury occurred.